Event description:
Dose or amount: denture cream, frequency: 2 times daily, route: oral. Dates of use: 1998 - 2009, diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no. Event reappeared after reintroduction: no.